Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable clamp tubing" alarm. Per reporter the residual volume was 30, the rate was 2.5 and the amount given was 85. Air noted in line. No adverse patient effects were reported. Per reporter no additional information is available at this time.